Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events for maxi move we have found a low number of similar cases. With the amount of sold devices and comparison to daily use of a device, we find occurrence rate in last 5 years to be somewhat increasing yet still very low. There is no complaint trend for these kinds of events. The device was inspected by an arjohuntleigh representative at the customer site and was found to be to its specification - no fault was found. The device was being used for the patient handling and in that way contributed to the reported event. The received information concerns the transport of the patient from a bed to a chair. When the resident was raised, the caregiver noticed a fluid dripping from the patient's arm. The nurses noticed also "a large deep laceration", however no blood was noticed. The further information showed that no surgical intervention was required and the fluid loss most likely appeared to be mainly 'interstitial fluid' and not large amounts of blood. As per the arjohuntleigh employee who contacted the facility to discuss the matter reported: "no one can see how this happened. The injury did not result in 'lots' of blood rather a clear liquid, it may have been a surgical wound being opened during the lift, (the last a suggestion from ward staff as they have no real leads)". The assumption of the injury being occurred before rather than during the transfer of the patient is supported by the fact that no failure was found with a device that could cause or contribute to the reported injury. The following comment was made by the service engineer who examined the involved device: "at time, event cannot be replicated, potential causes for injury cannot be located across sling, hoist or patients bed. No blood located on any device or area of event. Patients arm location in sling keeps injured area against chest, not open to injury - suspect injury took place prior to transfer in a different location". Maxi move has been designed in accordance to iso 10535:2006 and iec 60601-1. The device in question met both requirements regarding sharp edges. Instruction for use (IFU) is provided with each device. IFU (001.25060.en rev. 5 from april 2011) warns about the importance of correct resident assessment for use of a device: "before using the maxi move, a clinical assessment of the patient's suitability for transfer must be carried out by a qualified health professional considering that, among other things, the transfer may induce substantial pressure on the patient's body" "patients with spasms can be lifted, but great care should be taken to support the patient's legs" instruction for use informs also about correct use of a device with a patient. IFU warns: "take care not to lower the spreader bar onto the patient" "when lowering the spreader bar, ensure that the patient's and attendant's legs and feet are well clear of the moving mast. Only detach the sling leg connection clips followed by the shoulder connection clips when the patient's body weight is fully supported by the bed". From the above evaluation based on the received information and recommendations of correct use of device as presented in product's IFU, we don't consider that involved device caused or contributed to the reported injury, which was most likely occurred before patient's transfer. We find the cause of this incident to be related to patient's condition before use with a device and not following correct assessment of a patient. The sustained injury was assessed by our clinical expert who confirmed that the reported injury doesn't meet the definition of a serious injury. However due to the nature of this incident we decided to report it to the competent authorities.

Manufacturer narrative:
(B)(4\). Additional information will be provided following the conclusion of the investigation.

Event description:
It was initially reported to the company representative that maxi move lift involved in incident resulting in "large deep laceration from left elbow down the lower arm on the underside". "The patient was being lifted from his bed to a chair to transfer him to fluoroscopy. Upon raising a clear fluid was noticed dripping from the patients arm. Upon looking the nurses noticed a large deep laceration along his upper arm. No blood was noticed by any staff. Clients arms had been crossed during the list across his chest. Upon noticing the patient was returned to his bed for treatment". Initial information showed that the resident sustained "deep laceration to the inner upper arm - from elbow to halfway u to arm pit. The laceration runs along the inner area between bicep and triceps. Along the length of the arm, not across it". The injured was hospitalized, first aid and emergency treatment, wound treated and gauzed. After the additional call with the facility we were given the following information concerning the patient's outcomes: no surgical intervention was required. Wound dressed iaw tissue viability guidelines. Wound (healing) is not causing any concern. The patient was described as 'frail' and had recently lost 'body condition.' The fluid loss would appear to be mainly 'interstitial fluid' and not large amounts of blood. The sustained injury was assessed by our clinical expert who confirmed that the reported injury doesn't meet the definition of a serious injury. However due to the nature of this incident we decided to report it to the competent authorities.